Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a portion of the etco2 (end-tidal carbon dioxide) port is missing. There was no patient involvement, no health impact at this time.